Manufacturer narrative:
Product complaint # (B)(4).. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: (B)(6). Clinical adverse event received for deep vein thrombosis resulting in pulmonary embolism device related: no information provided procedure related: no information provided date of event: 08-aug-2023 date of implant: (B)(6) 2023 date of revision: no information provided device location: left. Treatment/impact: required in-patient hospitalization or prolongation of existing hospitalization, oral/topical medication (eliquis). Treatment/impact: outcome: recovered/resolved. Depuy synthes products used: catalog number: 04.043.235s lot number: 3743p43 component type: tibial nail description: tibial nail-advanced / 10mm 345mm / sterile. Catalog number: no information provided lot number: no information provided component type: locking screws description: no information provided. Catalog number: no information provided lot number: no information provided component type: low profile locking screws description: no information provided. Catalog number: no information provided lot number: no information provided component type: low profile locking screws description: no information provided. Catalog number: no information provided lot number: no information provided component type: low profile locking screws description: no information provided. Catalog number: no information provided lot number: no information provided component type: low profile locking screws description: no information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.